Event description:
Treatment of an aneurysm. It was reported the patient was treated with two pipelines on (B)(6), 2012. On (B)(6) 2012, the patient experienced severe ipsilateral parenchymal hemorrhage and an emergency craniotomy was performed. It was reported the patient still currently in the hospital.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient.model# and lot# of other pipeline involved:model: fa-77350-14, lot: fe12-031, dom: 02/16/2012, exp: 02/01/2015. (B)(4).